Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 140-185 units of insulin. The customer experienced an elevated blood glucose level of 400 mg/dl, and was addressed by administering a manual injection. It was confirmed that the customer will continue using the pump for insulin therapy.